Manufacturer narrative:
We are uncertain of the size of the rt040 full face mask. Method: the complaint device was not returned and no lot number was provided. Results: this situation may have occurred as a result of the pt continuously pulling at the rt040 full face mask. The rt040 full face mask is contraindicated for use on pts who are uncooperative (instructions for use ref 185044583). Another potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. Conclusions: MFR marketing is actively developing an improved in-svc program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.

Event description:
A hospital reported to our distributor that the seal of an rt040 full face mask removed too easily from the mask base. It was reported to us that the pt was hypoxic and continuously pulled at the rt040 full face mask. The rt040 full face mask "kept falling apart". The report also stated that once the seal separated from the rt040 full face mask, they struggled to re-assemble the seal back onto the mask base. The pt was reported to become desaturated. The therapist proceeded to remove the rt040 full face mask from the pt and used a "new mask". We are uncertain if the "new mask" was the rt040 full face mask, another healthcare prod or a new mask from a different MFR.